Event description:
It was reported that bd maxguard extension set was damaged the following information was received by the initial reporter with the following verbatim: rcc received a complaint via email. Email(s) attached. We are having issues with the tubing below breaking. Can we please send this to the reps? We may need them to take a look at this.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Correction: date of event corrected. Additional information: lot number, expiration date, date of manufacture, initial reporter address. Investigation: it was reported that the male luer broke from the tubing. One used and one unused sample model me2020, lot 24069024 were returned for investigation. The sets were examined for defects and abnormalities. The used set had the male luer separated from the tubing. No other defects or abnormalities were observed. No issues were found with the unused set the customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, the possible root cause is the excess solvent due to the incorrect solvent application method by the assembler. Additionally, an opportunity in the pin use in the medica solvent dispenser was observed. A quality alert was created on sep 20th, 2024 to communicate the failure and reinforce the correct solvent application method and avoid the separation due to excess solvent. As a corrective action, the standard work instruction was updated to specify the correct pin and was approved on october 9, 2024. A device history record review for model me2020 lot number 24069024 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 01jun2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.